Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited high impedance values between 90-100 ohms increasing gradually, indicating lead calcification. Additionally, high capture threshold values were noted. Technical services (ts) advised continued monitoring; however, physician decided to surgically abandon the lead due to high capture threshold values. A new lead was successfully implanted. No additional adverse patient effects were reported.